Event description:
The esu activated without the pencil being activated. It was not known if this esu had a foot switch. A second esu was then used with the first pencil and, again, there was inadvertent activation. A second esu pencil was then installed in the second esu and, well into the procedure, there was another inadvertent activation, which burnt a hole through the surgical tech's scrubs. The second esu did not have a foot switch. The procedure was completed with a third pencil.